Event description:
Information received indicates the siderail is hanging on the bed by the two outer siderails and will not go up into the latch position.

Event description:
Customer reportedly received results of 228 mg/dl and 72 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.